Event description:
It was reported that during a breast biopsy, the green cable on the unit is damaged. No reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.